Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the device was inoperable. The repair technician reported the device was locked up, and the membrane vent was torn. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: membrane vent, circuit board, motor, membrane switch/flex circuit, and all applicable components. The item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Date of event: unknown. Device is an instrument and is not implanted/explanted. Service history review: part no. 05.000.008, serial/lot no: (B)(4): a service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service in the past three years. There is no information relevant to the current complained issue. The manufacture date of this item is 09july2010. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one hand piece for battery powered driver runs constantly when a battery is attached. And another one does not run at all. Both items were discovered during surgeries, but back-ups were able to be used to complete the surgeries with no issues. This is report 1 of 2 for (B)(4).